Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen was scratched up and hard to read. The customer¿s blood glucose was unknown. The insulin pump was going through batteries more often. The insulin pump will not be returned for analysis.